Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received motor error. Troubleshooting was performed. Customer was able to successfully clear the alarm but customer was unable to complete pump rewind was performed. Customer blood glucose level was 146mg/dl.the device was returned for analysis.